Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during laparoscopic ovarian bx, the bag split while the specimen was being extracted. There was extension of surgical time by more than 30 minutes. A portion of the device fell into the patient cavity but was not retrieved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During laparoscopic ovarian bx, the bag split while the specimen was being extracted. There was extension of surgical time by more than 30 minutes. A portion of the device fell into the patient cavity but was not retrieved.

Event description:
According to the reporter, the bag split while the specimen was being extracted. They do not know if the patient was jeopardized and the procedure took longer. The surgeon had to washout with four liters of fluid and hunt for the specimen. It is potential cancer in a very young women. They are unsure whether any of the bag is missing.